Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) was reviewed and no anomalies were observed. The evaluation verified the device was overtorqued. This fault/damage is consistent with none or incorrect utilization of the ¿torque base¿. Therefore, the reported complaint was confirmed. The root cause is found to be "over-torqued".

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the c2602 cusa excel 36khz straight handpiece had no vibration. The date of event was not specified. There was no patient contact, injury and surgery delay reported. Additional information has been requested.